Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/07/2026, it was reported that the pediatric patient experienced inaccurate cgm values. The reporting parent initially report that the day of the event the patient experienced ¿almost passing out¿, being exhausted and falling asleep. When a fingerstick was taken, the cgm reading was 13.2 mmol/l, and the blood glucose reading was 21.7 mmol/l. No treatment was reported, but it was noted that the patient was using an insulin pump in closed loop mode during the event. It was stated that the patient was not seen at the hospital. At the time of the report the patient was stable. At an unknown time during the event the patient would have experienced a sensor error. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.